Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain and post lumbar laminectomy syndrome. The patient has been in the emergency room (ER) because they think their device has been misfiring since 2am on (B)(6) 2018. The patient did not bring their patient programmer or recharger to the ER. The hcp was calling to check the device over the phone but technical services reviewed that they need the equipment to troubleshoot and reviewed the option of paging a local manufacture representative (rep) or having a friend/family member get the equipment for the patient. No further complications were reported/are anticipated.